Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ablation procedure to treat atrial fibrillation, a safe-t-j rosen catheter exchange wire guide became stuck in another manufacturer¿s ablation catheter and unraveled. The wire holder was flushed with heparinized saline and the wire, which was not altered prior to use, was moistened with heparinized saline-soaked gauze prior to use. Per the reporter, the wire could not be advanced or withdrawn from the ablation catheter and therefore, the wire and catheter were removed as a system and transseptal access was lost. The procedure was completed successfully. The patient did not require any additional procedures or experience any adverse effects due to this event. Although a section of the device did not remain inside the patient¿s body, per the reporter, the distal portion of the inner wire ¿could be fractured off.¿ photos provided by the customer show that the wire unraveled.